Event description:
A surgeon reported that after creating the flap with the femtosecond laser system, it was noted that it was not open at the sidecut. The flap had been cut with energy settings that were reported to be "normal". The user elected to repeat the laser procedure, with a bedcut energy below the threshold and slightly raised sidecut setting. The flap was reported to be "performed optically", but did not seem to reach the surface and could not be opened. According to the reported, the pt interface did not display the usual indentation int he material and seemed to be unused. No further attempts was made. Additional info was received through a company representative reporting that the laser procedure on pt was not performed and was rescheduled for another day. Additional info has been requested, but not received to date. This is one of two medical device reports associated being filed for this pt. This report is for the right eye.

Manufacturer narrative:
The investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).